Event description:
It was reported that the right ventricular lead exhibited increased capture threshold and a variation in sensing amplitude. Diagnostic imaging found that the lead had lost slack. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were for lead dislodgement, lead slack issue, inadequate capture, and lead sensing issue. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the extended helix clogged with tissue. The measured full helix extension length was within product specification. The reported events for inadequate capture and lead sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.